Event description:
A physician reported a pt with a multiple treatment history who was treated in the nasolabial folds on 12/23/1998. The physician denied unusual blanching or dramatic color change at the time of the treatment, however noted more than usual bleeding at the left nasolabial treatment site. The pt noted later the same night that the left nasolabial fold treatment site was tender and bruised. On 12/24/1998, the pt reported the area was painful, swollen, and the bruising increased. The pt self-medicated with aleve for the pain. On 12/25/1998, the pt reported the bruising was worse, with a blue to black color along the treated site and extending upward towards the nose. The physician prescribed warm compresses to that area. On 12/26/1998, the pt presented with continued swelling, a purple bruise, with a moist blister at the left nasolabial fold treatment site. The physician prescribed keflex. On 12/27/1998, the physician noted the blister was filled with "while" material, drained the blister by "pressing" the area with a q-tip, and prescribed topical neosprorin ointment. The pt noticed a relief in pain. The pt noted tenderness for about one more week. On or about 1/8/1998, the pt presented with a dry scab at the left nasolabial fold. On 2/8/1999, the physician noted the pt still had a small scab with some redness. The physician believed the symptoms were possibly a necrosis related to the collagen.